Manufacturer narrative:
It was reported to abbott, a patient suffered a fall and wanted their system checked. High impedances are present on contacts: 1-2, 4-7. Reprogramming did not improve adequate therapeutic relief. The plan was to revise the leads due to high impedances on right lead and the patient not having appropriate coverage. As of (B)(6) 2023, surgery had not been scheduled. The rep was informed the record would be closed. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
B3-date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), lot: a000140359.

Event description:
It was reported that patient experienced ineffective therapy. System diagnostics recorded high impedances on contacts 1-2 and 4-7 on one lead. Surgical intervention may take place to address the issue. The investigation was unable to determine lead with high impedances.